Event description:
Information was provided on (B)(6) 2013 from the customer regarding this event. The customer observed falsely elevated parathyroid hormone results for one patient while using the architect intact pth assay. The customer indicated an initial result of 178 pg/ml (range provided 10-65). The sample had also been tested at another lab ((B)(6)) and generated a result of 127 pg/ml. The method used at (B)(6) was not provided. No adver...

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This issue was previously reported under manufacturer report number 1415939-2013-00193. The incorrect manufacturing location was incorrectly documented in that report. This report was generated to correct the manufacture location fields.

Manufacturer narrative:
Abbott has identified instability of the architect intact pth calibrators to be a major contributor to the observed increase in patient sample values. Reduced expiration dating has been implemented to address the issue. Architect intact pth controls are manufactured from the same matrix material as the calibrators. Therefore, both architect intact pth calibrators and controls will have a reduced expiration dating.

Manufacturer narrative:
Abbott has confirmed that a performance shift in the architect intact pth assay has the potential to generate falsely elevated results on patient samples. A product recall has been issued and an investigation is ongoing to identify the cause of the issue. A follow up report will be submitted when the investigation is complete.

Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, a search for similar complaints, accuracy testing, a literature review, and a review of labeling. A trend review identified normal complaint activity for lot and issue in question. To further investigate the issue accuracy testing was completed to evaluate the assay performance. The testing passed. A study was reviewed titled: "performance characteristics of six intact parathyroid hormone assays". The review indicated that while the architect ipth assay showed a (B)(6) bias and the correlation between all of the assays was good. Labeling was reviewed and found to be adequate. Based on the results of this investigation, the architect ipth assay, list number (B)(4), is performing as intended and no product deficiency was identified.